Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient events of abdominal pain, cloudy pd effluent, and peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the fresenius products. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. Per the pdrn, the cause of the peritonitis event could not be determined; however, based on the culture result of staphylococcus epidermidis (staph epi), it is likely that there was a breach in aseptic technique. Staph epi is the predominant normal flora on human skin and the most frequently identified cause of pd related peritonitis. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis and was treated. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient presented to the pd clinic on (B)(6) 2020 with abdominal pain and cloudy effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with a loading dose of vancomycin and meropenem (dose unknown). The pd effluent culture resulted positive for staphylococcus epidermidis. At that time, the antibiotics were adjusted and the meropenem was discontinued. The patient decided to complete only continuous ambulatory peritoneal dialysis (capd) during recovery. The patient¿s last antibiotic dose was administered on (B)(6) 2020. The patient¿s doctor determined that further doses were not needed based on results of a second culture (unknown date and results). The cause of the peritonitis was not determined. The patient could not pinpoint a point in treatment where he had a breach in aseptic technique. There was no reported cassette leak, device malfunction or other defect reported for this peritonitis event.